Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was confirmed. The probable cause was due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿ instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found damage to the charged coupled device unit resulting in the image disappearing during angulation in the right/left directions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the image of the videoscope would blackout during angulation. The issue occurred during preparation for use for a therapeutic, cholecystectomy procedure. The intended procedure was completed using the same equipment. There were no reports of patient harm.